Event description:
It was reported that at an in office check they were unable to interrogate the implantable pulse generator (ipg). It is suspected the ipg battery is at end of life (eol) or there is damage to the telemetry circuit as there is no telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.